Event description:
It was reported that during lspv (left superior pulmonary vein) and rspv (right superior pulmonary vein) ablation procedure with a 8.5 fr varipulse catheter and the patient experienced tidal volume decreased. During the ablation of lspv and rspv with varipulse catheter, the patient¿s tidal volume decreased. Since the tidal volume gradually returned to normal after ablation, the physician assessed the case as non-serious. The physician's judgment on health hazard was non-serious (moderate/minor). No extension of hospitalization. The physician's opinions on the relationship between the event and the product was that it was probably a reaction specific to pfa (pulse field ablation). No abnormalities observed prior/during use of the product. No additional intervention was required. The adverse event resolved spontaneously without any additional treatment. Patient fully recovered and did not require extended hospitalization.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-aug-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31550585l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. On 13-aug-2025, bwi also received additional information indicating that the patient was on an I-gel ventilator during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001921570